Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they experienced pain at the insertion site. The patient reports upon removal of the pod the needle was visible; therefore the needle had not retracted upon initial activation. The patients reported blood glucose level was 400 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. The tip of the soft cannula was observed to be damaged. Due to the damaged tip, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of this damage is unknown.